Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 415 mg/dl, which she treated with a manual insulin injection. The customer's current blood glucose is 279 mg/dl. No further details were provided regarding the high blood glucose. The insulin pump was not returned or replaced.